Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that upon waking up their blood glucose exceeded 400 mg/dl, which was treated with a back-up plan. The customer's blood glucose also decreased once they changed their infusion set and reservoir. The reservoir had a leak on its third day in use; the insulin leaked past the second o-ring. There was no insulin visible in the pump. The customer did not recall any significant events leading to the reservoir leak. The customer was advised to continue treating the high blood glucose issue and then to monitor the situation and call back if issues persist. No products were shipped or returned.